Event description:
It was reported that, after a tha surgery had been performed, the patient experienced an unspecified condition. A revision surgery was performed to explant the worn femoral head and the insert. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: it was reported that a revision surgery was performed to explant a worn femoral head and the insert. The devices, used in treatment, were returned for evaluation. A visual inspection of the femoral head shows nicks and scratches, probably from implantation and extraction. Our investigation including a review of the manufacturing records for the listed batch did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the complaint history revealed no other complaint for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. A medical analysis was performed and noted that the provided images appear to show eccentric head positioning within the cup, which is consistent with the reason for revision. The patient impact beyond the reported wear and subsequent revision could not be determined, although the patient was reportedly ¿doing fine¿. Based on the images provided, the root cause of the revision was most likely the reported wear. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.